Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor, a seizure, and a loss of consciousness resulting in a fall and a subsequent unspecified facial injury. Cause of low bg level was unknown; however, tandem clinical support reviewed pump settings and found customer's basal rate and bolus settings were high as customer historically required large amounts of insulin. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated with intravenous dextrose. Reportedly, customer left the ER 4-6 hours later with the issue resolved and no permanent damage. System check and pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.